Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 3.75mm x 15mm nc emerge balloon catheter was advanced for treatment. However, the device failed to cross the lesion and the balloon was torn. The procedure was completed with another of the same device. No patient complications nor injuries reported and the patient status was stable.

Manufacturer narrative:
Lot number updated from unknown to 0023825561. Expiration date updated from unknown to 05/20/2021. Uniue identifier (UDI) # updated from unknown to (B)(4). Device manufacture date: 05/21/2019.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 3.75mm x 15mm nc emerge balloon catheter was advanced for treatment. However, the device failed to cross the lesion and the balloon was torn. The procedure was completed with another of the same device. No patient complications nor injuries reported and the patient status was stable.